Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was suspected of exhibiting loss of capture (loc) on the right ventricular (rv) lead. Technical services (ts) did not suspect loc due to the morphology of the patient's waves following pacing. However, ts recommended performing an in-clinic check. No adverse patient effects were reported. This rv lead remains in service.